Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer passed out in the bathroom. Customer's low blood glucose was 62 mg/dl and high blood glucose was 400 mg/dl. Customer was unable to complete troubleshooting. Customer wanted the device replaced. Customer will not be returning the device for analysis.